Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert. The lead had fractured which caused noise and high impedance values. Furthermore, the lead delivered inappropriate therapy to the patient. The lead was reprogrammed to turn detections off and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal conductor was fractured at 15.3 cm from the proximal end of the lead. The bi/multi-lumen tubing was breached at 58 cm and 18.6 cm throughout the lead and the outer insulation has breached depression at 18.6 cm from the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.